Event description:
Patient was seen for a cataract surgery. Intraocular lens was placed when the physician noticed a tear in the posterior capsule. The intraocular lens (iol) was explanted and a anterior vitrectomy was performed with implantation of a new intraocular lens. No complications were reported. An incision enlargement was performed in order to explant the iol. There was no complaint associated with the lens.

Manufacturer narrative:
Visual inspection revealed that only half of the lens was received in a plastic bag. In addition, surface residuals (fibers, particles, and stains) on the lens surface were observed, which is a condition consistent with a lens that has been removed form the eye. No visual observation of the returned lens portion was identified that could have led to the complaint type of a capsular collapse or vitrectomy. There was no complaint associated with the intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.